Event description:
Same case as: 2134265-2009-06175. It was reported that post-coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. Prior to the index procedure the patient presented with pain, sweating, shortness of breath, dizziness and nausea. Angiography showed a total occlusion of the right coronary artery (rca) and 80% occlusion of the right coronary artery (rca) and 80% occlusion of the first obtuse marginal (om). Two taxus express2 paclitaxel-eluting coronary stent (2.50x20mm and 3.50x28mm) were implanted in the 1st om branch of the circumflex (cx) artery and the rca. The patient was instructed to take and did take plavix for one year. Approximately two years post-procedure the patient suffered myocardial infarction (mi) which was reported to be due to in-stent thrombosis of the 1st om branch of the cx and the rca of the previously placed taxus stents. The thrombosis was treated with thrombectomy and further stenting of the distal rca was performed. No further patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.